Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: dtba2qq ICD 2014-(B)(6), 407652 lead 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the dislodged right ventricular (rv) lead. The lead had high thresholds and low sensing. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.